Event description:
Customer reported a bad sensor alert following two consecutive calibration error alerts after initialization. The blood glucose reading was 174 mg/dl. Customer stated that the sensor was fully inserted and flat against the skin. Customer was advised to change out the sensor. She stated that there was no delayed or incorrect entry of a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.